Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, the quick coupling device was "not releasing the pins correctly" and was "sticking". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the attachment meets operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.